Event description:
The patient's pacing system was replace during a mitral valve replacement procedure. There was no report of a pacing system problem. The patient was upgraded to a new pacing system.